Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient¿s lead at the l2 vertebral level was exposed through the skin. In turn, surgical intervention was undertaken wherein the lead was explanted and a port plug was placed into the ipg. This addressed the issue.